Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was later reported that the patient had to see a neurosurgeon again to successfully repair the dural leak. It was later reported that the patient had continued to have csf leak even after the purse sting was added, which was the reason for the additional surgery. The reporter stated that the patient may have also had a blood patch done, but was unsure. Currently the patient no longer had swelling at the pocket site and seemed to be doing well. It was later reported that csf had been aspirated from the pump pocket during an appointment on 2014-(B)(6). The patient was currently stable and the status had improved.

Event description:
It was later reported that a catheter revision was performed. The spinal segment was connected to the existing catheter after placing in the intrathecal space. The catheter was anchored after a purse string suture was in place. A bilateral blood patch was performed to help decrease the likelihood of another dural leak. The pump was then programmed to deliver 3.002mcg/day prialt. The reporter stated when they left the surgery center the patient was doing fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a catheter kink occurred at the distal segment anchor tip. A cerebrospinal fluid (csf) leak at the entry site was also noted. It was noted that a csf leak was suspected for some time. Patient symptoms consisted of clear fluid collection at the pump pocket site. The clear fluid was aspirated from the pump pocket on the prior occasion in the office, and a blood patch was attempted on 2014 (B)(6), without success. A revision was performed and upon opening the lumbar incision, a kink at the catheter site was observed. The anchor sutures were removed and the catheter/anchor was repositioned with a strain relief loop in place. A purse string suture was placed to stop the csf leak. Then the pump pocket was opened and the mesh bag was replaced and the new mesh bag was sutured into place. A good return of csf fluid was noted through the pump connector and the catheter access port (cap) after reconnecting. The patient status at the time of the report was ¿alive no injury¿. The medication being delivered by the pump was prialt. It was further reported that the patient symptoms consisted of swelling with subsequent aspiration of fluid at the pocket site. The revision was performed 2012 (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
.

Event description:
Additional information received reported that manufacture representative had called the operating room on day of report. Apparently the last report was not correct in that the neurosurgeon did not repair the dural leak, but put some type of lumbar drain in to act as a shunt and relieve pressure from the existing leak in hope it closed on its own. It was reported "that didn't happen." Instead the patient was taken to the operating room by the physician where a "lami" was performed to expose the catheter entry site and visualize the cerebral spinal fluid (csf) leak coming from the catheter. The distal tip of the catheter was pulled out of the intrathecal sac and 15.8 cm of the catheter was removed. The dural hole was sutured closed until not further csf fluid was noted draining from the site. Pump was turned down to minimum rate (prialt 25 mcg/ml at 0.151mcg/day from 6.998 mcg/day). Site was closed by another physician, who noted drainage coming from the site where the lumbar drain was placed. A third md was called in for blood patch on that. It was noted that the plan was to leave the pump at minimum rate for "at least a month" before any attempt would be made to go back and splice a new spinal segment to existing catheter.